Manufacturer narrative:
(B)(4).

Event description:
It was reported that egms were not being stored on the device. The device did not exhibit an inability to store the egm based on storage capacity. Patient was asymptomatic. Programming changes were recommended but not made. Device remains implanted.